Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer syringe to resolve the issue. The fse performed calibration and quality control, which all passed. The analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results for sodium (na) and chloride (cl) and mid solution errors on their au480 clinical chemistry analyzer. The customer repeated the two (2) patient samples using old and new samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two (2) patients.